Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted no blood or contrast visible. The balloon was tightly folded. There was a tear in the distal end of the distal seal. The tip was still intact by a piece of material. The material at the tear was jagged. There was no kink in the tip as reported however it is likely that the tear in the tip was what was meant to be reported as a kink. The inner diameter of the tip was measured and met manufacturing criteria. Tears in the tip can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. It is possible that the tip was inadvertently handled resulting in the tear in the tip as there was no damage noted to the catheter during removal from the packaging which suggests a product deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for kinks or tears in the tip. All dilatation catheters are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that prior to use, it was noted that the tip of the balloon catheter was kinked and the device was not used on the patient. There was no clinically significant delay in the procedure. No additional information was provided. The returned product evaluation found that the tip was torn and hanging on by a piece of material.